Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra. The pt's blood glucose results were 189, 389 mg/dl. Tests were done within 10 minutes with a difference of 61%. Pt did not experience any adverse events. No further information has been reported.